Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead triggered an alert for high out of range pace impedances. The health care professional noted the lv impedances have been monitored since implant. At implant, values were 1332 ohms and the alert triggered as the values were greater than 2000 ohms. Boston scientific technical services recommended increasing the alert limit and monitoring. The lv lead and the existing cardiac resynchronization therapy defibrillator remains in service. No adverse patient effects were reported.